Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and strut 8 from the proximal end of stent is squashed inwards. No issues noted with balloon. The tip was visually and microscopically examined and damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-nov-2016.   It was reported that crossing difficulties were encountered.    The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery (lad). A 2.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 2.25/28 synergy stent . No patient complications were reported and the patient's status was good.   However, returned device analysis revealed stent damaged.